Manufacturer narrative:
Occupation: na/other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the staple was not working properly. There was an issue experienced with loading or firing the clips. None of the clips were able to load properly into the jaws at any point during use. They changed to a new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while doing a vascular ligation the staple was not working properly. There was a issue experienced with loading or firing the clips. None of the clips were able to load properly into the jaws at any point during use. They changed to a new device to complete the case. There was no patient injury.